Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt235 infant dual-heated evaqua breathing circuit failed the ventilator leak test. This was observed before patient use.

Manufacturer narrative:
(B)(4). Method: the complaint rt235 infant dual-heated evaqua breathing circuit was returned to fph in (B)(4) for evaluation. It was pressure tested and visually inspected for leaks. Results: the pressure test result was outside the specification due to excessive leaks. Upon immersion in the water bath, the leak was confirmed to be coming from the evaqua expiratory limb. Visual inspection revealed a hole about 55mm from the patient end connector. A lot check revealed no other complaints of this nature for lot number 120718. Conclusion: based on inspection of the damage, it appears that the evaqua expiratory limb had been punctured by a blunt object. All rt235 breathing circuits are pressure tested for leaks prior to distribution and those that fail are rejected. This suggests that the breathing circuit was damaged post-production, possibly during storage or setup. The key difference between the evaqua breathing circuits and conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt235 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gas to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by sharp objects and third-party circuit hangers. Our user instructions that accompany the rt235 state the following: "perform a pressure and leak test on the breathing system and check for occlusion before connecting to a patient." "Use caution when positioning the circuit. Sharp or harsh edges and surfaces may damage the expiratory limb." "Set appropriate ventilator alarms". (B)(4).